Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an implantable cardioverter-defibrillator (ICD) procedure, something was not detected but present. The count was wrong before closing and scan showed "clear" indication. Staffs searched around the room. 2 additional scans thereafter indicated ¿metal interference.¿ they then found the missing sponge inside the patient. There was no patient injury.